Event description:
It was reported that there was a loss of therapeutic effect. The patient felt they were ¿losing stimulation¿ and that it was not working like it ¿used to.¿ the patient was not feeling ¿the tingling feeling¿ like they used to ¿in their toes and legs when they first got it.¿ the patient noted that they had an appointment with the manufacturing representative recently and they did an adjustment and it helped a bit with the pain but ¿it was not help like how it used to.¿ there were no falls or accidents since the implant. It was noted that the patient missed an appointment with the manufacturing representative because they were in the hospital for a non-device related reason. It was further reported that the patient lost stimulation for pain relief in their leg. The issue started about a year ago. The patient attempted reprogramming and it got a little better, but it still was not helping. The patient noted that the healthcare professional(hcp) conducted an x-ray on their system and it showed that everything was fine. It was noted that the appointment that the patient missed was scheduled for (B)(6) 2013. A few months later, it was reported that the surgeon would be explanting all components of the patient¿s system at a procedure scheduled on (B)(6) 2014. The company representative met with the patient on (B)(6) 2014 for an appointment. At that time, the company representative was notified that the system was not working and the patient had not been using the system for the past year. It was determined at that point that the system was in overdischarge. The patient wanted to have the system removed. The physician assistant and doctor discussed if explant would be performed. The patient was scheduled to have the system removed at an earlier date, but was canceled because the blood work was bad. Additional information has been requested to find out the outcome of the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported that the patient had the device explanted on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.